Event description:
A (B)(6) male patient underwent aaa repair on (B)(6) 2010. Severe calcification was observed at proximal neck but the physician considered the patient's anatomical form was suitable for aaa repair. The procedure was performed as labeled. Final confirmatory angiography revealed a proximal type I endoleak. Then ballooning was performed to secure the graft. The procedure was completed since the endoleak was reduced. It is unknown the patient's condition after the procedure.

Manufacturer narrative:
Patient outcome was not provided by reporter. Endoleaks are labeled in the IFU. The zenith device has completed design control requirements sowing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites. In regard to this event, the IFU warns that circumferential thrombus and/or calcification at the arterial implantation sites may compromise the fixation and sealing of the implantation sites. Patient anatomy likely resulted in a type 1a based on the information provided. At this time, there is no indication that a design or process induced failure of the device resulted in the reported endoleak. As with all endoleaks, it is important that the treating physician follow the patient's endoleak appropriately, and provide further treatment if the physician feels the patient is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.